Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the successful puncture of the cvc (central venous catheter) in the jugular vein, when removing the patient's guidewire, it was stuck inside the vein with about 20 cm (centimeter) and in need of surgical intervention for the removal of the guidewire. The catheter was not repaired and there was no leak. It did not lead to heath problems, there was no permanent injury, there was no bleeding, blood transfusion was not required, there was an increase of surgical time, and the event did not prolong the hospitalization. The procedure was completed, the device was not replaced, there was nothing unusual observed on the device prior to use, and the additional surgical intervention occurred at the patient's schedule. There was no reported patient injury.